Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 40 mg/dl but the blood glucose was between 80 mg/dl and 150 mg/dl. The customer stated that, lately, the sensor glucose and the blood glucose reading have been differing by 50 points. At the time of the phone call the customer's blood glucose was 125 mg/dl. Troubleshooting was performed and everything tested within specification the customer stated that they were washing their car at the time when the sensor glucose showed a low reading. The customer also stated that at the time of the initial sensor insertion they forgot to place the tape over the sensor, but the sensor appeared fully inserted. Also, they reported that the transmitter had direct radiation exposure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-11196.